Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: received updated information from local ma/safety team today via nmpa report. After investigation, a 40-year-old female patient underwent cesarean section on (B)(6) 2022. The operator used the vcp359h for uterine tissue suturing in the way of continuous suturing (the specific suture tissue level was unknown). The needle pull off occurred during the suturing. The operator immediately replaced a new suture of the same product code (the specific product batch number was unknown) to continue the suturing. The subsequent surgical operation was smooth. There was no harm to the patient due to this event, and the patient has been discharged smoothly now. No subsequent adverse events were reported. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.